Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two falsely depressed tacrolimus (tac) results obtained on two patient samples on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
Two discordant falsely depressed tacrolimus (tac) results were obtained from two patient samples on a dimension® exl¿ 200 integrated chemistry system. The discordant results were reported to the physician(s) and were not questioned. The same samples were reprocessed on the same instrument after recalibration of the assay. The reprocessed results were higher than the discordant results, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tac results.

Manufacturer narrative:
Additional information (25-jan-2023): siemens healthcare diagnostics concluded the investigation of the event. Siemens confirmed imprecision for quality control (qc) and patient samples with dimension tacrolimus (tac) lots ga2286, ga3047 and ga3171. Urgent medical device correction (umdc) dc-23-03.a.us dated 30-jan-2023 was sent to all united states (us) customers who had been shipped the impacted lots. Urgent field safety notice (ufsn) dc-23-03.a.ous dated january 2023 was sent to outside the us (ous) customers who had been shipped the impacted lots. Customers were advised to discontinue use and discard the dimension tacrolimus lots ga2286, ga3047 and ga3171. Root cause investigation is in progress and corrective action updates will be provided in monthly status update reports to the FDA as per 21 cfr part 806.10. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00164 was filed 29-jun-2022.